Manufacturer narrative:
Evaluation of the provided device logs confirmed that the ventilator had generated a single technical alarm on the (B)(6), that indicated a stop of ventilation had occurred. The hospital bio-medical engineer(bio-med) replaced the control printed-circuit(pc) board according the instructions of the service manual. Our field service engineer re-loaded the software on the system, and performed functional and electrical safety tests successfully before the unit was returned back into clinical service. The root cause for the reported event could not be determined in this investigation since the replaced parts were not returned for our investigation.

Event description:
It was reported that the control printed-circuit(pc) board was replaced due to a technical error that indicated ventilation stoppage. There was no patient harm reported. (B)(4).